Event description:
Information was received from a patient (pt), regarding an external device. Caller reported controller shows replace controller batteries soon (70). When charging the implant even though the battery pack is inserted not alkaline batteries. Caller states, message only pops up when charging implant. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen controller is 40 percent, and implant is 30 percent. Agent asked caller to inspect the recharger for damage. And caller then mentioned, how the recharger had been getting extremely hot at the juncture, where the cord meets the paddle for the past month or so. The issue was not resolved. Additional information was received from the patient. The reason for call, was pt received the recharger and tried charging the implant and it showed rm03. Rtm also became warm when pt put it in. Sometimes pt saw passive recharge mode screen. On the call, pt got no device found with numbers 0-77-0. Then it was at 42-42-42. Pt said, the implant (ins) was not depleted, they could feel stimulation. Pt mentioned, they had a big butt and they should have implanted the ins either on their butt or higher up. But they put ins right in the middle and pt almost has to lay forward to get it right. We then determined, pt mixed up the product and was using the old recharger instead of the replacement. Pt had not sent it back to repair yet. Pt went to get the replacement recharger and used it. Pt said, the controller felt a little warm. With the new replacement recharger, pt got 'recharge implanted device soon'. Pt then went to charge and got poor recharge quality at first. Pt repositioned and got good recharge quality and then excellent. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the recharger found the cable insulation is torn and wires are exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.